Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A pdrn reported the patient's extension set was changed on (B)(6) 2017 and was later diagnosed with an exit site infection on (B)(6) 2017. The patient exhibited no growth but a high white cell count. The patient stated her binders were upsetting her stomach and presented with a pseudamonas aerugionosa tunnel infection. The patient was administered vancomycin 1000mgx 1 prophylactically, and the culture was negative for growth and no elevated cell count. Per rn, the patient had an upset stomach (and the patient felt it was due to unspecified binders) which may have been the cause of abdominal pain but could not rule out the possibility of an infection, hence they tested her for peritonitis which came back negative. A, repeat culture was performed on 07/06/2017 and the culture was negative. The patient recovered from tunnel infection and abdominal pain. The patient was not hospitalized and was completing pd therapy without hassle. Per pdrn, the alleged event was not related to the exchange set change and breach in aseptic technique was questionable.

Event description:
A pdrn reported the patient's extension set was changed on (B)(6) 2017 and was later diagnosed with an exit site infection on (B)(6) 2017. The patient exhibited no growth but a high white cell count. The patient stated her binders were upsetting her stomach and presented with a pseudamonas aerugionosa tunnel infection. The patient was administered vancomycin 1000mgx 1 prophylactically, and the culture was negative for growth and no elevated cell count. Per rn, the patient had an upset stomach (and the patient felt it was due to unspecified binders) which may have been the cause of abdominal pain but could not rule out the possibility of an infection, hence they tested her for peritonitis which came back negative. A, repeat culture was performed on 07/06/2017 and the culture was negative. The patient recovered from tunnel infection and abdominal pain. The patient was not hospitalized and was completing pd therapy without hassle. Per pdrn, the alleged event was not related to the exchange set change and breach in aseptic technique was questionable.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A pdrn reported the patient's extension set was changed on (B)(6)2017 and was later diagnosed with an exit site infection on (B)(6) 2017. The patient exhibited no growth but a high white cell count. The patient stated her binders were upsetting her stomach and presented with a pseudomonas aeruginosa tunnel infection. The patient was administered vancomycin 1000mgx 1 prophylactically, and the culture was negative for growth and no elevated cell count. Per rn, the patient had an upset stomach (and the patient felt it was due to unspecified binders) which may have been the cause of abdominal pain but could not rule out the possibility of an infection, hence they tested her for peritonitis which came back negative. A, repeat culture was performed on (B)(6)2017 and the culture was negative. The patient recovered from tunnel infection and abdominal pain. The patient was not hospitalized and was completing pd therapy without hassle. Per pdrn, the alleged event was not related to the exchange set change and breach in aseptic technique was questionable.